Manufacturer narrative:
Summarized patient outcomes/complications of an amplatzer amulet procedure were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, chronic kidney disease, coronary heart disease, myocardial infarction, cerebrovascular event, arterial embolism, heart failure, atrial fibrillation, history of bleeding (intracranial, gastrointestinal), blood cell dyscrasia associated with increased bleeding risk, and diffuse intracranial amyloid angiopathy. Some of the complications reported were hemorrhage, thrombus, pericardial effusion, pericardiocentesis, surgical intervention, and death. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: pericardial effusion after left atrial appendage closure: timing, predictors, and clinical impact.

Event description:
The article, "pericardial effusion after left atrial appendage closure: timing, predictors, and clinical impact", was reviewed. The article presented a prospective, single center study to assess the frequency, timing, predictors and clinical impact of pericardial effusion (pe) after left atrial appendage closure (laac). Devices included in the study were amplatzer amulet, amplatzer cardiac plug, watchman 2.5, and watchmand flx. The article concluded that in this large laac registry, pe was observed in less than 1 in 20 patients and usually occurred within 6 hours after procedure. The majority of early pes were clinically relevant and occurred in the amplatzer cardiac plug/amulet procedures. Independent predictors included the use of double-closure devices, female sex, oac at baseline, and advanced age. [The primary and corresponding author was lorenz räber, cardiology department, bern university hospital, ch-3010 bern, switzerland, with corresponding e-mail: lorenz.raeber@insel.ch]. The time frame of the study was from january 2009 to april 2022. A total of 1023 patients were included in the study, of which 753 (73.9%) received an abbott device. The average age was 74.5 years and the majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, chronic kidney disease, coronary heart disease, myocardial infarction, cerebrovascular event, arterial embolism, heart failure, atrial fibrillation, history of bleeding (intracranial, gastrointestinal), blood cell dyscrasia associated with increased bleeding risk, diffuse intracranial amyloid angiopathy.